Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient got out of the emergency room and had a lot of blood in their catheter. Patient was hospitalized because they were urinating blood and could not even urinate with a catheter. The doctors found a blockage caused the build up so it was corrected. Patient later mentioned they were hospitalized for the blood in their urine. No further complications were reported.